Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed reboots and an unacknowledged auto timeout, pump suspended alarm; the battery voltage was low at the time of the alarm. The unconfirmed alarm drained the battery. During evaluation of the pump, no damage was observed to the battery cap or battery compartment. During testing, the pump was exercised for 24 hours with a 1 unit per hour basal program successfully with no alarms or power interruptions. No evidence of internal moisture or damage to the power circuit was observed during investigation of the pump.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that her pump would not turn on. She stated that she was in the hospital for two weeks and not been using the. She was discharged today and the pump did not turn on. She stated that there was a blank screen and no audible sounds. The patient reported there is no trauma or moisture to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.